Event description:
It was reported that low impedance was observed during a lead implant procedure. It was found that the rv lead was dislodged and the svc coil was in the pocket. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.